Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states the bed was sagging in the middle, replaced the mattress and noticed it was the frame sagging.